Event description:
It was reported that on (B)(6) 2021, after the procedure during cleanup it was noticed that the navigation adapter and the navigated expedium driver would not come apart. There was no patient consequences. The procedure was successfully completed. This report is for one (1) universal navigation expedium spine system quick connect poly driver 5.5. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.